Manufacturer narrative:
A user facility response to a good faith effort(gfe) was provided on aug. 2021. This even occurred during the (B)(6) freeze where the city of (B)(6) was on a boil water advisory for 3-4 days. All the scopes were placed out of service after use until the boil water advisory was lifted. The scopes were sent in after being high level disinfected a few days later. Given the scopes were manually cleaned after the procedures occurred they were not high level disinfected until 3-4 days later due to the circumstances. These were procedure ready scopes that were used for procedures. The facility had no way to high level disinfect the scopes due to the boil water advisory due to the extreme weather that occurred this past (B)(6) in (B)(6). Evaluation summary: it was caused due to the delayed reprocessing at the hospital. It is not the product failure. This report is being filed as part of the pentax backlog management plan.

Event description:
Date of event not known for the exact date, we just know the year and month the complaint was sent in to manufacturer. This event occurred at the time of reprocessing. There was no report of patient harm. Potential endoscope contamination sap - 2/23/21 per phone conv w/ (B)(6) is damaged did not clean in the time it was supposed to be done in; requesting replacement.